Event description:
According to the reporter: the surgeon closed the jaws of 1st cartridge and attempted to fire the device. Then, the stapler made a loud crack and the joint part between the stapler and the cartridge was broken and the cartridge was disengaged from the stapler. Since the jaws were clamped over the tissue, the cartridge could not be removed. Therefore, a new stapler was opened and the cartridge clamped over the tissue was loaded onto it. The handle could be squeezed and firing was done. However, the black return knob could not be retracted after firing and the device could not be removed from the tissue. The surgeon attempted to retract the clamp cover, but could not. To remove the device, the tissue around the cartridge was excised additionally. No bleeding. There was tissue damage and unanticipated tissue loss. Nothing fell into cavity. Pt is under observation. Operating room time was extended by more than 30 minutes. Pt is male, age and weight: unk. Since the tissue between the jaws was needed at the site, the sales rep retracted the clamp cover with forceps and opened the jaws upon receiving the device.

Manufacturer narrative:
(B)(4).